Event description:
It was reported by the customer that pyxis medbank es system had validation codes that were not working. The customer stated that the malfunction occurred when the user was trying to issue medications to a patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist provided the validation codes to just put in the correct order to resolve the issue so that medication was able to be issued. The system functioned as intended after the technical support specialist troubleshooted the device.